Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was 200 mg/dl. The customer was unable to troubleshoot because she doesn't have any supplies to do another set change to allow to troubleshoot. The customer was advised to call if possible during a no delivery event we can troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.